Event description:
It was reported that the pt's pump malfunctioned. The pt stated that her physician "performed a test to prove that the pump had malfunctioned last month". They planned to explant and/or replace the pump in sept. The pt requested a second opinion. The pt was advised to follow-up with her physician of choice. The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).